Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the bluetooth portion of the handset takes a long time to connect to the pump. The patient stated that they have to keep moving it around until it picks up the connection. The delay is up to 60 seconds and it has always done this since she got the handset. The patient also mentioned that they had the pump updated yesterday and they have used the ptm 5 times since then, at it is still lagging at 90%. The patient further stated that the paperwork said in 39 days they, used an average of 2.44 boluses per day and they were allowed 4 boluses a day. It was reviewed that the more time the patient has had the bolus, the more storage is stored in the handset and that could be the cause of the delay at 90%. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was from a consumer (con) stated that they were having longer lockout times. The patient stated that they get five boluses per day instead they were supposed to be two hours apart. They were able to do a bolus at 9: 21 am and it had time remaining until the next bolus 1 hour and 57 minutes. The patient tried to do it again and it said they had an hour left. The patient stated that other times it would say four or five hours left. The agent had patient access their therapy details and are as follows: bolus duration: 2 minutes, lockout duration 2 hours, dri 5/24 and bolus's per day 5. Current reason for being locked out: lockout duration. The agent reviewed lockout times and redirected to a healthcare provider (hcp). The agent was also told if the hcp has questions regarding lockout times they can consult with technical services. It was reported that the controller will load until 90 percent and then it lags at 90 percent. It was taking "5-7 minutes" to deliver the bolus. The agent reviewed with the patient telemetry considerations.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.